Event description:
The complainant indicated that they performed back-to-back tests and received two widely different test results. Examples are 172mg/dl and 55mg/dl. While on the phone it was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not manufacture nor support the use of an off brand reagent. A review of the operation of the system was conducted and testing was satisfactory. The complaint is considered closed for purposes of MDR.